Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl. The customer also mentioned other blood glucose values such as 357 mg/dl. The customer stated that they already given 6.1u of insulin but there was no insulin exiting the end of the tubing. The insulin pump keep getting insulin flow block alarm. Customer reported insulin exits the tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarms, occlusion anomalies or insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. (B)(4).

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump due to insulin flow blocked alarm at the time of event.